Event description:
It was reported that the patient was experiencing pain due to incision just has not closed since the stimulator was implanted. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device will not be returned due to facility policy.